Manufacturer narrative:
The investigation of thrombus has been completed. Data was not returned for review. Visual inspection found biomaterial inside the pump housing and wrapped around the impeller. No other issues were found on the rest of the pump. The root cause of the low flow was biomaterial ingestion. H.6 component code was added since initial submission of manufacturer device report number 1220648-2024-13036 in accordance with updated procedures.

Event description:
The complainant reported a patient of unknown age, race and gender in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient experienced a large thrombus at the pump inlet and a small thrombi in the left apex. The impella had suction alarms and low flow due to thrombus. The patient was noted to have primary toxic cardiomyopathy due to alcohol abuse. The patient had arrived in a very unstable condition, had liver failure, and no adequate coagulation. The patient received heparin and lysis. The patient had a seizure but the cause was unknown and there was no visible cerebral occlusion in the computed tomography scan. The patient ultimately expired and the cause of death was liver failure and/or the toxic cardiomyopathy. The physician stated the problems were not due to the impella. Upon review by abiomed's medical safety officer, there is not enough information to associate the use of the device with the patient's outcome.

Manufacturer narrative:
A.5 is unknown. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."